Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the mildly tortuous and mildly calcified mid right coronary artery. After deployment of a 3.00x24mm promus element drug-eluting stent in the lesion, a mild non blood flow limiting proximal edge dissection was observed. A 3.0x16mm promus element drug-eluting stent was advanced overlapping the previously implanted stent to cover dissection and the procedure was completed. No further patient complications were reported and the patient was doing fine.